Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the patient interface leakage test was failing. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) installed pneumatic module assembly and performed a pm, a full calibration, and I tested the unit. Equipment works to manufactures specs, cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The nrc could not verify the failure of the patient interface module leak test failure. All manifold test passed all tests. 30 psi calibration was performed without failure. Suspected k10 failure intermittent operation. Retaining the patient interface module in the nrc per procedure (B)(4) rev aj. Further investigation may be required by sustaining engineering.

Event description:
N/a.

Manufacturer narrative:
Corrected fields - remove 3331 from type of investigation. The defective components were received for further investigation. The nrc could not verify the failure of the patient interface module leak test failure. All manifold test passed all tests. 30 psi calibration was performed without failure. Suspected k10 failure intermittent operation. Retaining the patient interface module in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
The national repair center installed the patient interface module into the cardiosave test fixture serial number (B)(6) and tested the patient interface module to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision q. The nrc could not verify the failure of the patient interface module leak test failure. All manifold test passed all tests. 30 psi calibration was performed without failure. Suspected k10 failure intermittent operation. Retaining the patient interface module in the nrc per procedure 0002-07-d008 rev aj. The fat could not identify any non -conformances with the returned pim. This could potentially be because fo the intermittent failure of k10. Based on the service report, the fse confirmed the failure of the pim module. The root cause is impossible to define.